Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.